Manufacturer narrative:
E1:patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that the patient was faced infusion set cannula crimped (B)(6) 2025. The insertion site was upper thigh. No further information was available.